Event description:
Facility returned 28 cases of arterial bloodlines from this lot# and lot #r5l010 complaining of "kinks and dents" in the bloodlines when removed from the package. Product not used for treatment.